Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported the tip of the rapid® spinal 26g pencil point needle broke off while inserting the needle into the patient and an additional attempt for spinal anesthesia was abandoned. The patient then underwent general anesthesia for a routine caesarian section. The patient's pregnancy was at full term. It was further reported after the caesarian section a neurosurgeon performed an emergency procedure which included a 'mini incision' in the patient's back to remove the spinal needle.

Manufacturer narrative:
One needle 26g*90mm spinal pencil (part number: 005/000/056, lot number: kb5l834) was returned for investigation. The sample was received with the certificate of safe handling and was not in the original packaging. There was no brown button on the hub of the needle and there was no protective sheath returned with the defected sample. The broken piece, which was removed from the patient, was not returned. Visual inspection of the returned sample revealed that the needle was bent approximately 25mm from the needle hub and that the needle was broken approximately 49mm from the needle hub. No further examination was able to be performed as the only part of the needle was returned. Investigation was unable to definitively determine the root cause of the broken and bent needle. The supplier of the needle component was made aware of the reported issue.